Event description:
The following information was reported: the device was attempted to deploy at a right femoral arterial site. After shuttling down, when sheath was retracted, the advancer tube did not lock into place. "Advancer tube missing". The technician reported feeling the shuttle hit a hard stop when shuttled down. A hematoma of 1 cm in size formed. Manual compression was applied for more than 30 minutes. The patient's hospitalization was not mynx related. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: intervention coronary vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The sealant was in the manufactured position and exposed to blood. The advancer tube was found inside the shuttle cartridge which indicates an incomplete engagement of the advancer tube. Blood was present inside the proximal detent when the shuttle cartridge was dissected, which indicates that blood was being forced into the proximal end of the shuttle. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely, leading to resistance during the deployment and resulting in an incomplete engagement of the advancer tube during the procedure. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the catheter. However, the root cause of the reported event could not be conclusively determined. The review of the lhr (f1511001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).